Event description:
About one and half hr after a 6 fr catheter was inserted into the pt's left femoral vein, a nurse noted the pt's dressing was saturated with blood. X-ray could not visualize catheter. Dr had to open pt's vein to retrieve catheter. The internal portion of catheter was separated from external portion.